Manufacturer narrative:
Findings: a test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner, missing reservoir tube o-ring and cracked case at reservoir tube window corner.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the reservoir compartment was broken. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.